Manufacturer narrative:
(B)(4). Closure trigger top the analysis found that one (B)(4) device was returned opened, with the closure trigger broken and with one (B)(4) cartridge reload loaded in the device. The cartridge reload was received fully fired. Due to the condition of the device, no functional test could be performed. The device was disassembled to verify the integrity of the internal components and the closure trigger top was found damaged. One possible scenario for the described event is due to applying a large prying force on the closure trigger handle in the opening direction. This can then result in damage to the closure trigger top component if the applied load is high enough. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a robotic colon procedure, the device locked out at the first firing with a blue load. The device would not open. The surgeon had to break the device to get the device off tissue, there was no tissue damage. Another device was used to complete the case with no patient consequence device to be returned for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.